Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2045).

Event description:
It was reported that during the biopsy procedure, no fragments came in the collection basket. The physician tried to use the vacuum to aspirate and the pump did not work. Reportedly, the needle remained in the same position, but the equipment screen showed it as if the needle was spinning, even after releasing the vacuum control it was still shown as activated. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues, therefore a device history record review and a manufacturing review are not required. Investigation summary: it was reported for e4115 device serial number dycvf546 that during the biopsy procedure, no fragments came in the collection basket, the physician tried to use the vacuum to aspirate and the pump did not work. Reportedly, the needle remained in the same position, but the equipment screen showed it as if the needle was spinning, even after releasing the vacuum control it was still shown as activated, the procedure was completed by using another device and there was no reported patient injury. The device was received for evaluation. The enspire was visually examined upon receipt and was found to be free of physical damage. This investigation has been determined to be unconfirmed for the reported vacuum issue. The root cause cannot be determined as the problem could not be reproduced. No contributing and non contributing factors were identified. As the equipment didn't present issues and has passed all the tests, no action/repair required to the device. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2045). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the biopsy procedure, no fragments came in the collection basket. The physician tried to use the vacuum to aspirate and the pump did not work. Reportedly, the needle remained in the same position, but the equipment screen showed it as if the needle was spinning, even after releasing the vacuum control it was still shown as activated. The procedure was completed by using another device. There was no reported patient injury.